Manufacturer narrative:
Device evaluated by MFR: only the introducer sheath and the pusher wire were returned for evaluation. It was observed that the pusher wire was kinked at the interlocking arm coil and detached at the heat shrink tfe tubing. There is a picture attached in the parent record, it was possible to observed that the pusher wire was kinked and detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30dec2025. It was reported that the coil did not deploy. The non stenosed target lesion was located in a non-tortuous and non-calcified vessel of prostate. A 2/3mm x 2.3cm interlock was selected for use. During the procedure, it was noted that the coil got stuck and did not deploy. The coil was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed detached pusher wire.